Manufacturer narrative:
The insulin pump was not received in manufacture mode. Unable to perform displacement test or occlusion test due to missing retainer. The reservoir does not stay locked in due to missing retainer. The insulin pump power up properly after battery installation. The pump was received with operating currents within spec. The pump passed selftest, rewind, seating, basic occlusion test and force sensor test. The pump was received with broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, minor scratches on case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window. No damage to belt clip rails noted.

Event description:
The customer reported via phone call the insulin pump belt clip broke and there is a crack on the reservoir compartment. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump is being replaced and is expected to return for analysis.